Event description:
A "generator failure" was reported to have occurred. This device is under the advisory of the field safety notice of july 2018 on platinum devices.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
A "generator failure" was reported to have occurred. This device is under the advisory of the field safety notice of(B)(6)2018 on platinum devices. Capture failure on the left ventricular channel was also reported.

Event description:
A "generator failure" was reported to have occurred. This device is under the advisory of the field safety notice of july 2018 on platinum devices.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.